Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular fibrillation (vf) detection. Inappropriate detection due to lead noise, however no anti-tachycardia pacing (atp) or shock therapies provided from the saved episodes. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from the device following episodes of right ventricular (rv) lead noise. The implantable cardioverter defibrillator (ICD) inappropriately detected ventricular fibrillation due to sensing of noise. The device was reprogrammed and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.